Manufacturer narrative:
D4.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It was reported that two patches of a packet had very little adhesive, potential factors that can contribute to the reported event include the film raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events, currently being monitored, with actions being taken to reduce instances of the reported event. However, this investigation is now complete. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. (B)(4).

Event description:
It was reported that two patches of a packet had very little adhesive and were useless. No harm or injury reported.